Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet device screen could not be unlocked, preventing meal announcements and supply changes, and the user stopped using the pump and managed glucose with multiple daily injections, reporting glucose levels around 200 mg/dl. Symptoms included hyperglycemia. Outcomes included use of alternative therapy and interruption of device therapy. Investigation included remote troubleshooting and arranging device replacement, with instructions to shut down the device, sync data to the mobile app, and return the original unit and inspection of the returned device. Investigation of this device revealed a device malfunction consistent with a display or user interface failure that impeded normal operation. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the user interface.